Manufacturer narrative:
UDI is unknown; no additional information was received. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was found on the device. The event history log (ehl) review showed syringe flange not in place. The reported problem could not be verified after flow and occlusion tests. A root cause could not be determined. The ear clip and optocoupler were replaced as a preventative measure and the device passed functional tests. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the pump was not reading the syringe properly, there was an error that indicated flange not in place. No patient injury was reported.